Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID 2134265-2016-06537 and 2134265-2016-06538. (B)(6) clinical study. It was reported that vessel spasm occurred. In (B)(6) 2012, the patient presented due to stable angina and cardiac catheterization was performed. Target lesion #1 was a de novo lesion located in the proximal right coronary artery (rca) with 90% stenosis and was 12mm long with a reference vessel diameter of 3.00mm. Target lesion #1 was treated with pre-dilatation and placement of a 4.00x16mm promus element plus drug-eluting stent, with 0% residual stenosis. Target lesion #2 was a de novo lesion located in the mid rca with 70% stenosis and was 10.00mm long with a reference vessel diameter of 4.00mm. Target lesion #2 was treated with pre-dilatation and placement of a 4.00x12mm promus element plus drug-eluting stent, with 0% residual stenosis. Target lesion #3 was a de novo lesion located in the right posterior descending artery (r-pda) with 80% stenosis and was 10.00mm long with a reference vessel diameter of 3.50mm. Target lesion #3 was treated with pre-dilatation and placement of a 3.50x12mm promus element plus drug-eluting stent, with 0% residual stenosis. Post-deployment of the study stents, coronary artery spasm was noted which was treated with the administration of intracoronary nitroglycerin. The following day, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that intracoronary nitroglycerine was administered for optimal vessel sizing and no vessel had a coronary spasm.